Manufacturer narrative:
If implanted, give date: 2013 device is a combination product. Device evaluated by MFR.: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that restenosis occurred. In 2013, a 3.0x16 promus element drug-eluting stent was implanted to treat a lesion in the proximal right coronary artery (rca). Under imaging, a restenosis was noted. A 2.5x20 synergy stent was implanted to treat the restenosis. Subsequently, restenosis of the previously implanted non-bsc stent at the left anterior descending artery (lad) was noted and was treated with the implantation of a synergy stent. No further patient complications were reported.